Event description:
It was reported that during machine testing, before use, the cardiosave intra-aortic balloon pump (iabp) unit had a high temperature alarm and crashed. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) checked the equipment and fault code records at the hospital site to confirm the fault reported by the customer. Replaced the valve group drive manifold assembly. The equipment passed the pre-use inspection. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically. The failure analysis and testing department received the following part drive manifold assembly with a reported unit failure of air leakage causes high temperature in the equipment, the balloon counter pulsation pump had a high temperature alarm and crashed, moreover, the valve group was damaged. The failure analysis and testing department performed a visual inspection of the part received and it¿s in a good condition. The failure analysis and testing department installed drive manifold assembly in the cardiosave test fixture performed and tested the part to factory specifications in accordance with cardiosave service manual part number 0070-00-0639 revision r. The failure analysis and testing department was able to verify the failure experienced by the customer. Solenoid k8 was knocking in the metal loudly, but unable to replicate high temperature alarm. Drive manifold is defective. Retaining the drive manifold in the failure analysis and testing department per procedure 0002-07-d008 rev aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Temperature related malfunction-the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a